Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal dilaudid 1 mg/ml at a dose of "0.208 mg/ml" via an implantable pump for non-malignant pain and post-surgical neuritis. It was reported that the pump was flipping. A pocket revision was performed to stop the pump from flipping. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The issue was resolved. The patient's status was alive - no injury. The patient's weight and medical history were unknown. There were no further complications reported.